Event description:
The patient's lead has been explanted and replaced due to high lead impedance. The lead was removed in a few different pieces and then discarded. The patient's previous generator remained implanted. No other relevant information has been received to date.

Event description:
It was reported that a patient was initially referred for a generator battery change due to battery depletion; however, upon pre-operative testing of the vns system, high impedance was observed. This was a surprise to the surgeon, as the patient was initially referred for a battery change only. The patient's generator was replaced during the surgery, and the vns system was re-tested for impedance on the new generator; however, the high impedance kept registering on the vns system. During this surgery only the patient's generator was replaced, and the patient will be referred for lead replacement surgery at a later date. The patient's parents noted that a previous physician at a different hospital saw high impedance about a year ago but never reported it. The patient's parents noted that the hospital had informed them that the patient may have some sort of growth that could have caused the high impedance event. However, the patient's current physician made no mention of high impedance, and the patient's current physician had referred the patient for a battery change only. No known surgical intervention has occurred for the lead, and the explanted generator has not been received to date. No other relevant information has been received to date.